Manufacturer narrative:
(B)(4). Concomitant medical products: 115330 lot 791180 comprehensive rvrs shdr glen bsplt +ha, 115381 lot 689350 comprehensive rvrs cntrl scr 6.5x25mm st, 180503 lot 003040 comprehensive locking screw 3.75x30mm, 180502 lot 289800 comprehensive locking screw 4.75x25mm, 180507 lot 852480 comprehensive non-locking screw 4.75x15mm, 118001 lot 483010 comprehensive versa-dial/comp ti std taper, 180507 lot 852470 comprehensive non-locking screw 4.75x15mm, 180507 lot 268890 comprehensive non-locking screw 4.75x15mm, 115310 lot 432570 comprehensive rvrs shldr glnsp std 36mm, 113628 lot 140360 comprehensive primary stem 8mm mini, xl-115363 lot 582670 comprehensive arcom xl 44-36 std hmrl brng. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that patient was revised eight years post-implantation due to fracture of humeral component. Polyethylene wear consistent with scapular notching was found. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of x-rays and medical records. X-ray revealed fracture of humeral component at the morse taper at the junction between humeral stem and tray. DHR was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause of the reported issue is attributed to design deficiency. A corrective action has been initiated to address the manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.